Event description:
It was reported to boston scientific corporation that during a mid-urethral sling placement procedure using a solyx sis system, as the physician went to place the second side, she noticed that fluid was leaking out from the patient and subsequently discovered that the patient's bladder had been perforated, although it is unknown exactly when the bladder perforation occurred. The physician removed the solyx device from the patient and repaired the bladder perforation with a suture. The physician aborted the procedure, deciding not to continue with another solyx sis system because of the patient's "difficult" anatomy, which prevented her from placing the device at a desired angle without risking perforating the bladder a second time. The patient was reportedly fine at the conclusion of the procedure.